Manufacturer narrative:
The returned device was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the guidewire lumen and the distal out shaft are severely deformed, indicating high tensile force. A reference transportation would not pass the deformation zone, indicating that the deformation has occurred after the transportation wire was removed. The complaint device could be inflated and deflated without any problems. The reported inflation problem could not be confirmed. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The deformation of the guidewire lumen is most likely related to external factors during the procedure.

Event description:
The pantera leo balloon catheter was selected to treat a severely calcified lesion in the medial lad. During the procedure it was not possible to inflate the balloon at all.